Event description:
It was reported that the tip of the unit broke. It was further reported that the tip did not fall inside the pt. The breakage occurred at the joint of the device. There were no adverse consequences nor delays reported. A replacement unit was available.

Manufacturer narrative:
Add¿l info will be provided once the investigation has been completed.